Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG's) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The j7 lead was broken off the ECG d tantalum. The root cause of the broken j7 could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.